Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620205222, item name shell porous with clusterholes 52 mm, lot # 61262526; item # 00625006525 ,item name bone scr 6.5x25 self-tap ,lot # 61213485; item number 00771301000 ,item name modular femoral stempress-fit plasma sprayed cementless size 10, lot # 61117923. Review of the device history records identified no related deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes identified no complications. Medical notes were reviewed and identified the following: revision of femoral head and liner with findings of hypertrophic and abnormally appearing left hip synovium. Indications note that 'a known problematic femoral component has been recalled zimmer kinectiv'. Normal hip fluid was noted, hypertrophic synovium noted with intra-articular space consistent with poly debris. No black or gray staining. Poly showed signs of wear and the superior posterior aspect had a broken section of poly consistent with a possible previous dislocation. Shell remained in place. Dense fibrous tissue, few areas of lymphplamacytic inflammation with deposition of a few histocytes. Reactive synovium associated with chronic inflammation. No granulomatous inflammation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021-00136, 0002648920 - 2021-00263.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately eleven (11) years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: investigation findings - operational problem code removed. Visual examination of the returned product identified. The neck has taper debris on both mating ends. The head, neck, and stem were submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. The neck flat taper was assigned a modified goldberg score of 2. A score of 2 corresponds to ¿fretting on >10% of the surface and/or corrosion damage to one or more small areas. The neck trunnion and stem taper were both assigned a modified goldberg score of 3. A score of 3 corresponds to ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris. The complaint is confirmed based on the evaluation of the returned product and provided medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.